Event description:
It was reported that the pt hit his head on the implanted side as he dropped down from a second floor balcony on (B)(6) 2013. A skull fracture is suspected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.